Manufacturer narrative:
The customer¿s report of leaking from the luer of an IV set was confirmed. Visual inspection observed that part of the distal male luer¿s tip was broken off with one side higher than the other, and a whitish colored stress marking on the broken luer tip's lower side. The broken off luer piece was not received for inspection. Functional testing confirmed a leak at the connection between the distal male luer of the primary set and the lab extension set. The root cause of the leaking was a broken tip on the distal male luer. The probable cause of the damage to the male luer is it being removed at an angle instead of straight out.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the luer of an IV set during an unspecified infusion; there was no patient harm. Although additional information has been requested it is not available.

Manufacturer narrative:
Initial reporter facility from (B)(6) to (B)(6).